Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: dvbc3d1 ICD implanted (B)(6) 2016, 694765 lead implanted (B)(6) 2010. Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-11-30 UDI #: (B)(4), return date 2018-12-03, device evaluation anticipated, but not yet begun. Mfg date: 2017-11-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-07-31 UDI: (B)(4), return date 2018-12-03 , device evaluation anticipated, but not yet begun. (B)(4) heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-11-30 UDI #: (B)(4), return date 2018-12-03, device evaluation anticipated, but not yet begun. Mfg date: 2017-11-30 (B)(4). Heartware ventricular assist system ¿ battery/(B)(4)/ model #: 1650de / expiration date: 2018-11-30 UDI #: (B)(4), return date 2018-12-03, device evaluation anticipated, but not yet begun. Mfg date: 2017-11-30 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4), return date 2018-12-03 , device evaluation anticipated, but not yet begun. Mfg date: 2017-0-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were draining quicker than normal, dropping to two bars, and power switching. The battery pin slots had a ¿gunk¿ on all of them, and the pin slots were black in color rather than gold. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: six batteries were returned for evaluation. A review of the manufacturing documentation confirmed that battery (B)(4) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that batteries (B)(4) passed functional testing and visual inspection. Failure analysis of returned battery (B)(4) revealed that the battery passed visual inspection. Functional testing revealed that the battery had a faulty weld between one of the cell pairs which did not allow the battery to charge and discharge appropriately. Additionally, a dark substance was found on the output pins of all the batteries. However, historical results from previously tested samples revealed that the substance is consistent with the lubricant applied. Controller log files were not available for analysis. The reported power switching could not be duplicated during bench testing; the batteries did not experience a power switching event and were able to adequately provide power to a test controller. As a result, the reported "power switching" event could not be confirmed. The reported power consumption issue and "gunk" on battery connector events were confirmed. A power source lubrication procedure was performed on (B)(6) 2018. The most likely root cause of the reported power consumption event can be attributed to a lifted cell weld. The most likely root cause of the reported "gunk" event can be attributed to the lubricant placed on the power sources. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event after lubrication can be attributed, but not limited to a communication error and/or momentary disconnection due to corrosion of the controller power port pins. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.